Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, noise oversensing episodes were observed on this right ventricular (rv) lead. The oversensing led to multiple inappropriate shocks and anti-tachycardia pacing delivery. All parameters were stable during the check, and isometrics did not reproduce any noise, but a chest x-ray revealed that the lead had dislodged. A revision procedure was scheduled and this rv lead was repositioned. This lead remains in service at this time. No additional adverse patient effects were reported.